Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting in the mid left anterior descending coronary artery with two xience v stents (2.5x23 and 2.5x12). On (B)(6) 2012, the patient expired. According to the death certificate, the primary cause of death was coronary artery disease, of greater than 20 year history; the death certificate also notes the following conditions may have contributed to death: aspiration pneumonia, hypertension, and diabetes mellitus. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 2.5 x 12, other: clopidogrel, aspirin. There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.